Event description:
An impella 5.5 was being placed via the axillary artery graft for the 69 year old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. The access was evaluated prior to the procedure and the team believed the vasculature to be of appropriate size. As the 5.5 was advanced the team encountered resistance and performed balloon angioplasty to allow for the pump delivery, however the delivery failed and was aborted. The calcification was not appreciated til after the aborted delivery. The team instead placed an impella cp as the patient hemodynamic status was declining. The patient expired on the cp pump when care was withdrawn. It was not shared if the delay caused/contributed to the eventual death. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage e.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Failure to advance: the cause of the delivery issue was related to patient condition due to significant arterial calcification per clinical details. Correction has been updated in d1 (brand name). Additional information has been provided in h6 (component code, type of investigation, and investigation conclusions).